Event description:
The customer reported the system's monitor displayed a blank image and the system rebooted itself.

Manufacturer narrative:
A ge service representative performed an on site investigation. Per the engineer, the power supply in the workstation was found too low and therefore adjusted. The system was then found to be working as intended.